Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: DHR review for part #314.115 lot #503489, release to warehouse date: july 11, 2005, manufactured at (B)(4), no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Synthes manufacturing location was discovered upon receipt of subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information not provided by reporter; device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a surgery on (B)(6) 2015, the tip of a stardrive t15 screwdriver sheared off and the star-tip broke off in multiple pieces creating fragments inter-operatively. The screwdriver tip broke while the surgeon was trying to screw in a screw. It was reported that the fragments were removed successfully and there was a slight surgical delay of a few minutes (3-5minutes). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the returned t15 stardrive was examined and the complaint condition of ¿broken tip¿ was able to be confirmed as the retuned driver was received missing approximately 4mm from the tip. A definitive root cause was unable to be determined; however, the failure mode is likely due to the application of excessive forces/rough handling over ten (10) years in the field. The relevant drawings for the returned instrument were reviewed. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot numbers and in each instance no material record reports, non-conformance reports or complaint-related issues were identified that may have contributed to the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.